Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device availability - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional.

Event description:
Product was provided for investigation an external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the button test failed. Manual button tests were performed and failed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective buttons. No injury or medical intervention was reported.